Manufacturer narrative:
This report will be amended when our investigation is complete. Other device used: catalog #42527900700, personal tibial articular surface provisional shim, lot #62338676. This report will be amended when our investigation is complete.

Event description:
It is reported that the trial articular surface provisional shims were missing one of the ball bearings.